Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: (B)(4)implantable cardioverter-defibrillator 2010 (B)(6); 6947 implantable defib lead 2010 (B)(6); 4196 implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely. It was also reported that the atrial lead was chronically non-functioning as it had pulled back. The device and atrial lead were explanted and replaced. No patient complications have been reported as a result of this event.